Event description:
The patient's family member called to report that the suspect device was giving high blood glucose results - 406, 390 and 364mg/dl. Family member gave pt insulin due to the readings. Pt was clammy and agitated afterwards. Family member then called 911. Paramedics arrived and used their equipment to check pt's blood glucose and they obtained a reading of 23mg/dl. An IV was started, but would not stay in, so the pt was transported to the hospital and fed until pt's blood glucose increased. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.